Manufacturer narrative:
In this case, review of the medical records revealed that the valve in valve was performed to treat the rvot obstruction caused by an edwards non-commercialized device. A corrected report is being submitted.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 29 mm sapien 3 valve implanted in the pulmonic position via transfemoral approach. Approximately 3 months post implant, the patient had a valve in valve procedure with a 29mm sapien 3 valve. The cause of the valve in valve is unknown at this time.